Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm the pump was not plugged into a power source and attempted several troubleshooting steps, such as pressing buttons and charging the device, but the pump did not turn on. A replacement pump was arranged, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.